Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged visualization of particles. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's pressure failed to deliver. There was no harm or injury reported. The device has not been returned to the manufacturer. This follow up MDR is being submitted as part of a batch submission of previous complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review. A user contacted the manufacturer regarding the sound abatement foam correction/removal with an allegation the ventilator's pressure failed to deliver. A follow-up report will be submitted when the manufacturer's investigation is complete.